Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. The patient reported the implanting physician who put the pump in put it in wrong. The patient stated that the managing physician had difficulty trying to find the port about 3 weeks to a month ago. The managing physician stuck the patient about 15 times trying to access the port. The patient stated she tried to call him many times but he did not return the call due to the pandemic, he would only talk to the patient on the phone if the patient scheduled a time. The managing physician called the patient back 2 weeks later and he was able to access the pump by picking the pump up with his hands and twisting the pump. The patient stated that the physician told her he could not access the port because the original physician put it in wrong. After that the patient could not reach him. The patient stated when she met the new physician, he told her the pump only had 1 hour of medication left in the pump. The patient¿s last increase was (B)(6) 2020.